Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The phenomenon reported from the facility was confirmed and a root cause could not be identified. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera ultrasonic bronchofibervideoscope¿s instrument channel tube port was loose, resulting in much water invasion in the device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the instrument channel tube port was loose. Additional evaluation findings are as follows: water invasion in the device, the switch 1 did not work, the switch 3 did not work, the switch 4 did not work, the image was blurry with watermark, one ultrasonic cable was damaged, and the ultrasonic probe was damaged and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.